Manufacturer narrative:
No button response on the down arrow button, problem isolated to keypad assembly. Unable to perform displacement test and self test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. Customer¿s blood glucose was 129 mg/dl. Customers stated that the numbers was not ramping on their own and scroll bar was not moving with no input. Troubleshooting was performed. Customer stated that the buttons was responding but later it did not responding. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.